Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 500 to 600 mg/dl. The customer stated that he treated with a bolus and his blood glucose was still over 500 mg/dl. Then his spouse took him to the hospital. Troubleshooting was declined and the caller requested a replacement of the insulin pump. No further info was provided.